Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism. (B)(4) the full lead was returned in segments, analyzed, and the outer insulation was breached cut. It was also noted that there was blood in/on the helix mechanism, the lead was stretched, and the lead was damaged at implant. Evaluation summary (B)(4) no anomalies found (B)(4) full lead (B)(4) outer insulation breached cut (B)(4) full lead in segments.

Event description:
It was reported that during initial implant, the right ventricular lead was implanted but cut during suturing. The lead was removed. During replacement of the aforementioned lead, the lead kept getting stuck on the subclavian. The lead was removed from the sheath and it was noted that the helix was extended. The physician retracted the helix, but it took too many turns to retract and extend the lead so it was not used and replaced. No patient complications were reported as a result of this event.